Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log, and reproduced error by restarting the analyzer, also noticed motors shuttering and could not prompt analyzer to perform maintenance functions. Fse backed up data, then replaced the main board and restored data. Fse also replaced the driver board to resolve the shuttering motor but was not resolved. Fse found backup data/data on main board corrupt causing motors/system to not function correctly, fse restored backup parameter from customers other analyzer to resolve errors. Fse successfully performed system alignments. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7: list of error messages states the following: [5002] no response from slave is generated when the slave response is not detected error. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to mainboard failure.

Event description:
A customer reported getting error messages "5002 no response from slave" on the aia-360 analyzer. The customer rebooted the analyzer, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.